Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 286 mg/dl and the customer administered a manual injection to address the bg level. System check with tandem technical support indicated pump was performing as intended. The customer stated that they would revert back to manual injections for their diabetes management until they contacted their healthcare provider to discuss their diabetes management.